Manufacturer narrative:
Medical device expiration date: na. Initial reporter address: col fuentes del pedregal periferico sur 4091. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged the customer experienced results problems. It is possible that the customer experienced a false positive result. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "results problems.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged the customer experienced results problems. It is possible that the customer experienced a false positive result. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: results problems.

Manufacturer narrative:
H.6 investigation summary: a complaint of "false positives" was received against instrument top bactec fx, material no: 441385, serial no: (B)(6). Complaint is not confirmed because instrument is operating within bd specifications. Review of device history record for instrument serial number, t10392 is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 7/19/2021. Samples were received in the form of log files and revealed that the instrument is working within bd specifications. Service history review revealed no previous complaints for this issue. No new risks, trends, or hazards were identified. Bd will continue to closely monitor for trends.